Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, h3, h6: the device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon was caused by the failure of the power switch. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer's allegations was confirmed. During the evaluation, the device could not be switched on due to failure of the power switch; the power switch was replaced to resolve the problem. The investigation on is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center was switched off when changing the ebus/evis endoscope. When attempting to power on the device again the power switch did not power on the processor. The issue occurred during a procedure and the endoscope was outside the body; the examination was stopped. The intended procedure is unknown as the information was not provided. There was no reported patient harm associated with the event.